Manufacturer narrative:
H6-code b15: images have been provided for evaluation. The imaging evaluation summary states the following: three time-points available for evaluation: pre-implantation cta dated on (B)(6) 2022, post-implantation cta dated on (B)(6) 2022 and post-implantation cta dated on (B)(6) 2023. On (B)(6) 2022 imaging, the proximal neck diameters range from 27.9mm ¿ 28.5mm and the maximum aortic diameter appears to be 72.2mm x 70.9mm. On (B)(6) 2022 imaging, contrast is visualized outside the implanted devices in the aaa sac. Comparison axial series imaging on this date shows increased contrast pooling in the sac outside the implanted devices. There is communication between lumbar arteries and contrast inside the sac. Cannot confirm antegrade or retrograde flow with available imaging. There is also communication between contrast in the ima and contrast in the sac, thereby confirming a type ii endoleak involving the ima. On (B)(6) 2023 imaging shows unclear aortic margins with contrast visualized outside the implanted devices and outside the calcified aortic wall. These findings are consistent with a ruptured aorta. The maximum aaa diameter on this date is 84.2mm x 95.3mm, thereby, confirming aneurysm growth.

Manufacturer narrative:
Cause investigation and conclusion: additional information to the event, dates and dicom imaging series have been requested. The provided information is captured in the event description. Dicom imaging series have been received. The explanted device was discarded at the facility. Therefore a device evaluation could not be performed. A review of the manufacturing records indicated the lot met pre-release specifications. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. Considering the nature of this event and the results of this investigation, this occurrence did not warrant corrective or preventative action. This type of occurrence will continue to be monitored and trended for event trending, analysis. Review and appropriate actions will be taken as they are deemed necessary. In the instructions for use the following is stated: warnings and precautions: general: intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. Potential device or procedure-related adverse events: aneurysm enlargement, aneurysm rupture and death, endoleak.

Manufacturer narrative:
D10 concomitant medical products: updated: gore® excluder® aaa endoprosthesis: serial number (B)(6), catalog number plc271000.

Manufacturer narrative:
H6-code b13: additional information to the event, dates and dicom imaging series have been requested. The provided information is captured in the event description. Dicom imaging series have been received. H6-code b14 and c21: dicom imaging series were requested from the hospital. The images were released and shared with gore for evaluation. The evaluation is ongoing. H6-code b15 and c19: a review of the manufacturing records indicated the lot met pre-release specifications. H6-code b18 and h3 other: the explanted device was discarded at the facility. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that the patient presented with an aneurysm of the common iliac artery was successfully treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis on (B)(6) 2022. It was stated that at the final angiography no sign of a proximal endoleak type 1a was detected whereas an endoleak type 2 was detected due to the presence of several lumbar arteries and the inferior mesenteric artery which perfused the aneurysm sac. The patient was followed-up within the following months and the CT scan still revealed sac perfusion. On (B)(6) 2023, the patient was admitted to emergency care because of abdominal pain and a CT scan was performed. It was stated that a sac enlargement from 7 cm (preimplant) to 9 cm has been detected. Reportedly a surgical conversion was conducted. A contained rupture of the aortic aneurysm was noticed. The device was explanted. The type of repair of the lesion was not specified. The patient followed up in intensive care.